Event description:
It was reported the pump alarmed motor error. No running infusion. "No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump was received for investigation. Visual inspection showed cracked on lower right front corner of top case also cracked on bottom case. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. Combination of worm coupling, lead screw and both clutch halves were found old, dirty and worn out due to normal wear. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.